Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on receipt of the ventilator, the touchscreen failed calibration - not responding. There was no patient involvement.

Manufacturer narrative:
Date reported: 3aug2018. Updated contact information. Date received by manufacturer: 14aug2018. The customer reported that on receipt of the ventilator, the touchscreen failed calibration and was not responding. There was no patient involvement. The device was replaced and the removed part was returned to fi for investigation. The visual inspection of the returned unit did not reveal any signs of external damage or contamination; all wiring, cables, and connectors were routed correctly and secure.the vent booted into diagnostic mode and the drpt report revealed two error code occurrences (ec 1218- power has been restored). During an approximate run time of 2 hours, the returned unit delivered breaths and did not generate any additional error codes or failures. The unit displayed backup battery output was 16.22 volts; the backup battery charging led did activate. Testing was completed and no failures were identified.